Event description:
Caller states patient tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 5.75 inr. Patient's coumadin was held for a few days based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.